Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). The analysis results showed that one ecr60g cartridge reload was received. The reload was fully fired and with the cartridge pan dislodged. No further functional test could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing with gore seamguard, the device fired fine. After the firing, when the cartridge was being removed from the stapler, the metal tray came off of the cartridge. The cartridge pan was able to be popped out of the cartridge channel. The case is ongoing and being completed with the same stapler and additional cartridges. There were no patient consequences reported.